Manufacturer narrative:
An event of thrombus was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on an unknown date in 2018 an unknown sized amplatzer septal occluder was successfully implanted. On an unknown date, the patient was admitted to hospital for unknown reason. A 4cm thrombus was observed via transthoracic echocardiogram (tte) in the right atrium and appeared to be attached to the right disc of the atrial septal defect (asd). An interaction of the thrombus with the tricuspid valve was suspected and the thrombus is planned to be removed surgically. The date of the surgery is not scheduled yet and the patient is kept in ICU until surgery. The patient was reported to be in stable condition. No additional information was provided.